Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly noted during testing. The insulin pump had scratched display window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 130 mg/dl at the time of call. The customer performed troubleshooting and did not found air bubbles and leaks. The customer stated that manual priming failed. The customer stated that the piston was not moving forward. The insulin pump will be returned for analysis.